Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user¿s mother reported that the user experienced hyperglycemia with blood glucose (bg) of 415 mg/dl when cgm values were not displayed on the ilet and the device appeared to shut down. The user restarted insulin therapy after manual fingerstick entry and continued in bg run mode. The user experienced nausea but did not require hospitalization or medical intervention. Follow-up with the user¿s caregiver confirmed bg at 268 mg/dl and trending down. No long-term health effects were reported.